Manufacturer narrative:
Examination of the submitted tibial insert confirmed unanticipated material loss. The root cause is attributed to third body debris being introduced into the joint space leading to accelerated wear. No evidence as found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address poly wear and severe osteolysis on posterior medial and lateral condyles. Loosening of the tibial and femoral components at the cement/bone interface was also reported; however, the cement used in the primary surgery was a competitor's product.